Event description:
A product issue has been reported with our oncor expression linear accelerator. In the abundance of caution this issue is being reported. Data are sent from therapist to the linac when equipment and table movements are required, and when two axial directions are selected at the same time (highlighted yellow). If then the movements are processed with alt-enable, there is movement in two axial directions unnoticed. No injury was reported. Risk analysis is complete. Initial corrective action is addressed. Initial root cause is complete.

Manufacturer narrative:
Risk assessments indicate: severity: 3 (critical) reason: no pt mistreatment or serious injury was reported. Pot. Serious injury could happen due to crushing and shearing strain during movement of table. Probability: b (improbable). Reason: improbably, but not impossible. The behavior was observed the first time in this way. Initial root cause: invalid present position due to a control console error. Corrective action: safety council recommends to provide a solution to fix the behaviour. This is addressed and documented in charm document (B) (4).